Event description:
The customer reported that when the alarm is plugged into the nurse call cable(s) that there is no alert at the nurse's station when the pt gets up. There was no pt injury reported. Posey dm went to the facility with new cables and tested the existing alarms and everything is working fine.

Manufacturer narrative:
(B) (4) - eval of the returned product(s) found that seven cables are shorting, twelve have open circuits, ten are shorting and have open circuits and eleven are ok. (B) (4).